Event description:
Customer reported a no boot or power up. No pt involvement. Power cable had been pulled from the outlet and broke the receptacel.

Manufacturer narrative:
The service rep replaced connector and tested by rebooting system numerous times. System operating as intended.